Manufacturer narrative:
7/18/2024: supplemental MDR 2 was submitted to the FDA for correction of the model number and the primary UDI number in section d4.

Manufacturer narrative:
The investigation of the reported event was completed by our experts. The analysis of the log files showed that the joystick was deflected without the deadman grip (dmg) being active. For safety reasons, c-arm movements are not possible by simply deflecting the joystick. However, it was still possible to rotate/angulate the c-arm using the membrane buttons on the flat-panel detector. The onsite service intervention revealed that the dmg was defective. To resolve the problem, the control module was exchanged as part of service activity. A detailed analysis of the defective part showed that liquids had penetrated the joystick housing. It is assumed that this occurred when the user cleaned/disinfected the system. The operator manual and cleaning guide contain adequate information and instructions to prevent liquids from entering the system. The occurrence rate of the aforementioned error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation. The incident described in the adverse event is not classified as a reportable event after a thorough investigation because neither serious injury, death, nor unexpected prolonged hospitalization of the patient or other person occurred or is to be expected, even if the incident recurs.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. A supplement report will be filed if additional information becomes available. H6 - c-arm.

Event description:
Siemens became aware of a malfunction that occurred while operating the artis zee floor unit. During a percutaneous coronary intervention, the c-arm lost all movement. The patient was moved, and the procedure was completed on an alternate unit. We have no indications of any adverse effects on the health status of the involved patient.